Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced an infusion set had blockage at site on (B)(6) 2024. The event occured within three hours of insertion. The site of inertion was at abdomen. No further information available.